Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had experienced a fall while attempting to stand after using the toilet. The patient believes that he fell on his device and the pocket site is now tender/sore to the touch. In addition, the patient had significant pain with left arm movement. Technical services (ts) referred the patient to the physician for further evaluation. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had experienced a fall while attempting to stand after using the toilet. The patient believes that he fell on his device and the pocket site is now tender/sore to the touch. In addition, the patient had significant pain with left arm movement. Technical services (ts) referred the patient to the physician for further evaluation. This ICD remains in service. No additional adverse patient effects were reported.